Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was elevated short interval counts indicating oversensing on the leads. Varying lead impedances were also noted. The leads remain in use. No patient complications were reported as a result of this event.